Manufacturer narrative:
Analysis found that outer insulation was abraded, exposing the df-1 rv cables. The df-1 rv cables and the df-1 svc coil were melted at 35.5 cm from the connector, in the area of the abrasion.

Event description:
It was reported that during a vt/vf episode, the device charged to shock the patient and reported a high voltage lead impedance of 0 ohms. The device and lead were replaced.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.